Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the right ventricular capture threshold slightly increased while lying flat and significantly increased while lying on the left side. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.